Manufacturer narrative:
We are awaiting more details about this incident and will file a follow-up report when received.

Event description:
On (B)(6) 2020, handicare was notified of an incident in which a user was being transferred from a chair to a bed using a medcare stand aid, became unconscious, fell to the floor, and broke both femurs. There was no reported failure of the product.

Manufacturer narrative:
Despite numerous attempts to contact the facility involved, further details were unable to be obtained. They did state that the incident involved units with serial numbers of (B)(6), manufactured in feb 2003 and oct 2010, respectively. If the stand belt is secure and properly placed with the patient's knees against the knee pads and the patient's feet are on the foot plate, he or she could be lowered to a surface safely even if unconscious. It appears that the incident was not due to a product malfunction and instead related to user error (not using the correct size belt or completing the transfer correctly). No correction or corrective action is possible as we were unable to communicate with the facility successfully.